Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump. It was reported that the hcp heard from a colleague that two patients did not believe that the hcp ever confirmed that their pump had restarted after a magnetic resonance imaging. For one of the patient, the hcp thought the pump restarted after reading it some days later. No patient symptom was reported and there was no information regarding the event date. No further complication was reported. Additional information was received form a different nurse. It was reported that there was only one patient. The new information conflicted with information provided by the initial reporter. No further information was reported.